Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating air bubbles in reservoir and infusion set. Customer's blood glucose was unknown. Customer reported of not being able to clear air bubbles, so supplies were discarded with each air bubble. Customer was assisted in removing air bubbles. After troubleshooting, customer was advised that supplies would be replaced.